Event description:
I had mesh for sui done in 2006 and have had nothing but problems and pain associated with this. I have seen several doctors to find out where the pain was coming from with no conclusion. I heard a commerical on tv about a class action suite and then realized all of this pain was coming from the mesh. I recently had it removed as it had eroded into my vagina and some muscle and other tissue. I am not sure yet if I will need more surgeries to correct this issue. The manufacturer should have to contact every person that has had this mesh because it is very hard to figure out that this is the issue. I have wasted many hours of my time, a lot of pain and a lot on money to figure this out and it would have not been necessary if I were aware of this issue.